Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that air leaked out of the tr band 2 device and caused bleeding. The patient was not compromised. The patient was okay. The procedure outcome was positive. There was no patient injury or surgical intervention required. Additional information was received on 17 may 2023: the procedure performed was a st-elevation myocardial infraction (stemi). There were 18 ml's of air injected into the tr band when it was applied. The patient was in stable condition. Hemostasis was achieved by manual pressure. There was no blood loss. There was no noticeable damage to the device. The device was not manipulated before use in any way - pre-use or during storage. The device was stored standard protocol.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted e3: occupation: tech lead. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.